Manufacturer narrative:
Qn#(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
The part of this event that is reportable pertains to the belly bag not draining. The customer said that the latch will not stay latched. The buckle does not slide to adjust the belt. The inner flap next to the catheter entry is larger so the bag gets plugged often. Cannot drain into a bag. Bag material is very thin and tears easily.